Manufacturer narrative:
Follow-up #1: date of submission 06/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2016 with the following findings: on investigation the display screen was confirmed to be dim/faded and discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked on the side from the threads down along the side of the bumper pad toward the case seal. The pump case was cracked on the left side of the keypad to the case seal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.